Event description:
Customer reported while administrating chemo, the nurse noted leaking at the blue connection just proximal to the silicone tubing. Tubing changed, rn was exposed to chemo with no adverse affects. There was no report of pt or user harm and no medical intervention was reported.

Manufacturer narrative:
(B)(4). The event device will not be returned. The customer is returning a set from the same lot which they have marked to show where the leaking occurred. A follow up report will be submitted with failure investigation result once the evaluation has been completed.